Event description:
Left knee effusion, left knee swollen. Information was received in 2006 from a male patient with a medical history of osteoarthritis (bone on bone), who experienced a left knee effusion and left knee swelling. The patient had previously received 3 injections of synvisc to both knees two months in 2005. The patient began treatment with synvisc in 2006. The patient received synvisc injections into both knees on 3 days. Following the second injection, the patient's left knee became swollen. He reported that he had "fluid drained twice a week." There was no infection present. He reported receiving 5-6 cortisone injections (cortisone acetate) into that knee since this started. The patient used pain medication and ice as treatment. In addition, the patient reported that he had the knee "washed out" a couple of times but this has not helped. At the time of this report the left knee has continued to be swollen. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.